Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 5/6/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a medical adhesive and was identified with a handwritten label. The lens could not be recovered from the adhesive without damaging the lens, so the lens was inspected as received. Visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zmb00 intraocular lens (iol) was explanted from patient''s right eye in a secondary surgical procedure because of dysphotopsia. There was no incision enlargement, vitrectomy or sutures required. The replacement lens used is a model zcb00 but same diopter lens. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.